Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nineteen devices were received for evaluation; 19 events were confirmed during testing. The devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 19 </noe> malfunction events, in which the device disassembled. 18 reported events had no patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact.